Event description:
It has been reported that the AED did not pass self diagnostic check

Manufacturer narrative:
(B)(4). This is a duplicate of (B)(4) with MDR# 3030677-2015-02085. Device investigation is pending the return of the device.